Event description:
Same case as 1527460-2011-00098. The complainant reported a balloon burst. The tube was inserted on (B)(6) 2011 and fell out on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device reported, list number m188, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51360, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.